Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
An elective explant of an evoke spinal cord stimulation (scs) system was performed. The patient requested explant of their evoke scs system due to the rapid progression of their parkinson¿s disease and transition into hospice care. The evoke scs system was confirmed to be operating as intended prior to explant.

Manufacturer narrative:
Additional information: section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. An elective explant of the evoke scs system was performed. The patient requested explant because of rapidly progressing parkinson¿s disease and transition into hospice care. The evoke scs system was confirmed to be operating as intended prior to explant.